Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model:mn10450-50a, UDI: (B)(4) , serial: (B)(6) , batch: 6820291 [l1 lead]. Common device name: drg lead, model:mn10450-50a, UDI: (B)(4) , serial: (B)(6) , batch: 6820291 [s1 lead].

Event description:
Manufacturer reference number: 1627487-2023-05694.it was reported that the patient's ipg was unable to get into MRI mode and the patient was experiencing ineffective therapy. Further investigation revealed high impedance on l1 lead and migration of s2 lead. As a result, surgical intervention was undertaken on (B)(6) 2023 where the l1 lead was explanted and s2 lead was replaced to address the issue. It is unknown which lead migrated and which lead had high impedance.

Manufacturer narrative:
Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.